Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant a pump would not consistently inflate and deflate. A new pre-connected ipp system was opened and used to complete the procedure. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the pump was working perfectly when they prepared it but after doing some modeling on the patient the pump started having issues deflating. When they tried resetting the pump, it continued to not allow cylinders to deflate. The physician didn't want to implant it and run into the same issue once they closed the patient so they decided on using the second system. The procedure was extended and it lasted five hours and fifteen minutes. The patient did not experience any additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information received stated that the ipp was not deflating, they were not sure if the issue was cause by cylinders being kinked or pump not functioning properly. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. Based on the implantation duration of over one year and the lack of a reported fluid leak, the identified damage is most likely the result of the explant procedure. There was no leak in the other cylinder. Both cylinders had their input tube sleeves removed. Ms squeeze pump was visually inspected and no leak was found. Pump migration was reported. The pump was not functionally tested due to a misaligned spring. The misaligned spring impairs the functionality of the pump and is considered the most probable result of the reported events. The product analysis confirms the inflation and deflation issues. The torqued cylinder allegation (described as kinked in the event description) could not be confirmed, but the "kinked" behavior is a probable result of the malfunctioning pump. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant a pump would not consistently inflate and deflate. A new preconnected ipp system was opened and used to complete the procedure. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the pump was working perfectly when they prepared it but after doing some modeling on the patient the pump started having issues deflating. When they tried resetting the pump, it continued to not allow cylinders to deflate. The physician didn't want to implant it and run into the same issue once they closed the patient so they decided on using the second system. The procedure was extended and it lasted five hours and fifteen minutes. The patient did not experience any additional adverse events. No more information available at the moment. Should pertinent additional information become available, it will be provided. Additional information received stated that the ipp was not deflating, they were not sure if the issue was cause by cylinders being kinked or pump not functioning properly. No more information available at the moment. Should additional information become available, it will be provided. Product investigation completed. The device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage. Based on the implantation duration of over one year and the lack of a reported fluid leak, the identified damage is most likely the result of the explant procedure. There was no leak in the other cylinder. Both cylinders had their input tube sleeves removed. Ms squeeze pump was visually inspected and no leak was found. Pump migration was reported. The pump was not functionally tested due to a misaligned spring. The misaligned spring impairs the functionality of the pump and is considered the most probable result of the reported events. The product analysis confirms the inflation and deflation issues. The torqued cylinder allegation (described as kinked in the event description) could not be confirmed, but the "kinked" behavior is a probable result of the malfunctioning pump. No more information available at the moment. Should additional information become available, it will be provided.